Event description:
Patient found to have an ostial stenosis of the right coronary artery. The patient was initially treated with rotablator. The patient developed restenosis. The patient then underwent single vessel bypass surgery. The patient did well for a period of time with relief of symptoms but became symptomatic again. The patient underwent repeat arteriography. This demonstrated high grade stenosis in the distal anastomosis of the right coronary artery and right internal mammary graft. The patient then underwent percutaneous intervention and the area was stented. The procedure was complicated by dissection of the internal mammary, and further stenting was necessary. The procedure was a problem because even with high pressure inflations at the anastomosis site the vessel would not yield completely. The patient experienced recurrent angina despite ptca, percutaneous transluminal coronary angioplasty, and the right internal mammary arterial graft and subsequently was recommended to go under additional coronary artery bypass.